Event description:
It was reported that during a pancreatoduodenectomy procedure, the loaded cartridge was detached upward from the jaw when the closing lever was grasped and the release button was pushed. The doctor tried to load the cartridge into the instrument several times, but the cartridge was not completely seated in the jaw. The device was not used on the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) device was returned with no visual non-conformances and with a fully loaded with staples reload. The device was tested for functionality with the returned reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The cartridge was loaded into the device without difficulties and did not fell out during the visual and functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.